Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd extension set with filter experienced leakage. The following information was provided by the initial reporter: that it was leaking while infusing versed to the patient.

Event description:
It was reported that the bd extension set with filter experienced leakage. The following information was provided by the initial reporter: that it was leaking while infusing versed to the patient.

Manufacturer narrative:
H.6 investigation summary: no product or photo was returned by the customer. The customer complaint of leaking while tubing was versed to the patient could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mz9226 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.